Event description:
Initially, the customer reported experiencing high blood glucose. The customer declined to troubleshoot as customer did not feel the insulin pump was malfunctioning. The customer stated that her high blood glucose persisted since she changed the entire infusion set and reservoir. The customer's most recent glucose reading was 496mg/dl. A follow up was conducted and found that the customer was in the emergency room due to high blood glucose, and she was treated and released once her glucose level went down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.